Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles of 0.1 cm in size. The customer current blood glucose level was 181 mg/dl. The customer also performed high pressure test and no leaks detected. The reservoir will not be returned for analysis.